Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The helix was extended. Tissue was noted to be entwined in the helix; blood/body fluid was noted in the helix housing. The tip and helix appeared to be intact and undamaged. During helix testing, the helix was unable to be moved. The lead was determined to be electrically continuous.

Manufacturer narrative:
The lead is undergoing analysis. When analysis is complete, this report will be updated.

Event description:
Boston scientific received information that this lead had dislodged. The patient was seen for a revision procedure where the lead was explanted as the helix was not able to be retracted. The lead has been returned for analysis. There were no adverse patient effects reported.